Event description:
It was reported that the device was used during a video assisted thoracic surgery. It was reported by the rep that the stapler was opened onto the sterile field. The red guard was removed with the stapler closed and handed to the surgeon. The stapler was entered into the chest, and the surgeon opened the stapler and the insert fell into the chest. The surgeon was able to retrieve the staple insert. A refill was opened, it stayed secured and was used. This situation has happened in the past with 3.5 and 4.5 linear cutters. There was no consequence to the patient.